Manufacturer narrative:
This lead was explanted (B)(6) 2019 due to failure to capture and failure to sense. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approximately 36 cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approximately 42 cm distal to the is4 connector pin. In that section, the conductor coil was found fractured, which was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted (B)(6) 2019 due to failure to capture and failure to sense. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring showed high impedances on this lead on (B)(6) 2019. On (B)(6) 2019, noise was reported and impedance >3000 was observed. Lead remains actively implanted and no adverse patient events have been reported. Should additional information become available, this file will be updated.